Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information provided in the section d1/d2 was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
The unit was received with operating currents within specifications. The unit passed the self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The unit was received with minor scratched display window and case.

Event description:
The customer reported via phone call that the insulin pump's buttons would get stuck but eventually she would get to where she wanted to go. The customer changed the infusion sets three times in under 24 hours. The customer also reported that their blood glucose would fluctuate between 48 mg/dl and 400 mg/dl. The customer stated they did two temp basals and it was not working. The customer's current blood glucose level was 232 mg/dl. The customer had symptoms such as chest feeling heavy and was very itchy. The customer treated their high blood glucose with boluses. Troubleshooting was performed and insulin exited without incident. Due to the customer not being comfortable with the insulin pump, the device was replaced and returned for analysis.